Event description:
Philips received a complaint by the customer on the v60, indicating that the screen was blank and not displaying data during daily use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was blank and not displaying data during daily use.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered as the issue occurred before therapy. Per good faith effort (gfe) response received 07feb2024, the power cord was found to be faulty. The authorized service provider (asp) engineer stated that the hospital equipment department replaced the power cord and restored the device to normal use. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.